Manufacturer narrative:
This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2014-00623 and 1225714-2014-00624. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received alleged that the pt experienced a sudden cardiac event and one day later experienced cardiopulmonary arrest and expired, which was alleged to have been caused by the product administered during dialysis.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2014-00623 and 1225714-2014-00624.